Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cb1 circuit breaker was evaluated, repaired and reset. The system was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the system displayed an error which would prevent the system from booting up to a usable state. No pt or user injury reported.